Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an ipg revision due to charging difficulty. The ipg site was moved during the procedure and the device remains implanted.